Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra meter was displaying an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 7:30pm. The patient reported using a combination of lantus, 10 units and humalog 2 units to manage her diabetes. The patient reported on (B)(6) 2013 at 7:30pm she decreased her usual dose of medication. The patient reported 5 hours after the issue occurred she developed symptoms of ¿shaky, sweaty, and mouth got numb.¿ the patient reported on (B)(6) 2013 at 1:30am she had something to eat or drink as treatment. At the time of troubleshooting, the cca confirmed this was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as an adverse event because due to the alleged issue, the patient was unable to test, and decreased her usual dose of medication, developed symptoms suggestive of hypoglycemia and required something to eat or drink as treatment.